Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The first follow-up after device implantation was performed on (B)(6) 2011. Reportedly, inadequate data were displayed on the programmer screen: an area for atrial pacing and sensing statistics was available in the graphic without any data (this device is a single chamber pacemaker). Additionally, the title of this graphic showed an overlap of the words "auricular" and "ventricular". This displayed inadequacy was also visible in the programmer printed report.